Manufacturer narrative:
Provided introducer sheath information. No separate guide catheter was used with the angiosculpt device.

Manufacturer narrative:
The patient's dob, age at time of event, or weight is unknown. This information was not available from the facility. The angiosculpt device was used on a patient with in-stent restenosis. Upon removal, a piece of the stent was wedged in between the scoring element. There was no patient injury, however this is being reported conservatively that recurrence could cause an embolism or a flow limiting dissection. Patient information regarding relevant tests/laboratory data, or medical history is unknown. This information was not available from the facility. The angiosculpt device was returned for evaluation. Visual inspection found an inverted balloon at the distal end and a piece of a stent wedged in between the scoring element. There was no defect observed on the scoring element or the rest of the device. The device was used off-label. Per the IFU, the angiosculpt pta scoring balloon catheter is not indicated for in-stent restenosis.

Event description:
After the first expansion in the in-stent restenosis, when it was removed from the patient, it was noticed that a hard foreign object was sandwiched between the balloon and the distal end of the scoring element. Isr case (smart stent (prox: 150 mm / 6.0 mm dis: 80 mm / 6.0 mm) indwelling in sfa).